Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(4) 2017, a 9f amplatzer torque 180 delivery system sheath (dtv180) was used to implant an amplatzer device (model and batch number unknown). The user elected to use a delivery cable and device loader from a 9f 45 sheath, as he indicated the delivery cable with the dtv180 is too floppy, weak, and he had experienced difficulty advancing the device. The device was delivered through a cook flexor shuttle guiding sheath. Following the procedure, the patient was extubated and weaned off vasopressors. However, he had a recurrence of his vsd, developed severe heart failure, and another amplatzer muscular vsd occluder (model: 9-vsd-musc-018, batch/lot: 4868080) was implanted on (B)(6)2017. The patient had profound organ dysfunction and multi-organ failure and died on (B)(6) 2017.